Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of a single use product with a cassette was not confirmed and the root cause could not be determined due to the device not being returned.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) machine during use, while the patient was connected in the initial-drain, the home patient (hp) stated they could not find a problem with the patient line so they changed the cassette. The hp used the same bags. The technical service representative (tsr) explained the alarm and that the setup is compromised and the hp would need to discontinue therapy. The tsr advised the hp to call their nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.